Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was reporting via phone call, the insulin pump had alarmed no delivery alarm and thinks it might be an issues with the insulin pump. Customer's blood glucose was 214 mg/dl. Troubleshooting was performed and no anomaly was noted as the device didn't alarm no delivery. Customer removed the battery out because of the device was beeping. Customer was advised the device might alarm battery out limit. The device alarmed failed battery test, she said she was removing the battery from other electronics and using them on the insulin pump. Customer was advised to ensure she was using new batteries. The device is not returning for analysis.